Event description:
Prior to use the connection of the respiratory circuit side on the double swivel elbow was loose and a second device had the lock ring missing. No patient injury or adverse event were reported.